Manufacturer narrative:
Correction to remove the following codes in section h6 reported in error in the initial MDR. Annex a: a0401 annex g: g07001 annex b: b11, b14 annex c: c19 annex d: d14.

Event description:
It was reported that device had broken/damaged issue. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that device had broken/damaged issue. There was no patient involvement.